Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/22/2014 with the following findings: pump is unable to maintain an electrical connection with returned battery cap due to cap detaching. The battery cap threads were damaged. A battery compartment crack was observed from thread area to case seal. The battery compartment threads damaged. All testing performed with a test battery cap. The pump powers with test battery cap to a dim discolored display. No power on reset events observed in the black box. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. There was evidence of moisture contamination inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.